Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a software issue. A field service engineer re-entered the internet protocol (ip) address, subnet mask, gateway and domain name system (dns) settings. A data synchronization was executed, and a facility search by name would be conducted to access individual patient information to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, the station was in disconnected mode. The customer reported that a malfunction took place when the user tried to dispense medication. There were no adverse events or injuries reported based on this event.